Event description:
User had one pt sample with a sodium result of 129 mmol per l that was reported out. The physician called the lab and questioned the result. The sample was repeated and recovered 136 mmol per l. In 2009, the same pt sample was run again and recovered 141 mmol per l. The sample was also sent out to the user's reference lab for verification which received a result of 138 mmol per l. The pt was not treated as a result of the errant sodium result. Although there was approximately a 30 minute delay in treatment, there was no harm to the pt due to the delay.

Manufacturer narrative:
The field service rep determined the electrode to be the cause and noted the user had changed the electrode prior to his arrival. He performed troubleshooting procedures and could not reproduce any errors. He performed precision runs and ise performance checks. He noted the analyzer was performing within specification.